Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. The customer corrected the date to address the issue. Additionally, the battery gauge was incorrectly displayed and fluctuating which resulted in the pump shutting down. Customer's blood glucose (bg) was "high"; however, no specific value was provided. The customer administered a bolus via the pump to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.